Manufacturer narrative:
One vial of test strip lot 52333211 was returned for investigation. The test strips and vial showed no defects. The returned test strips were measured on reference meters with a high-level control sample: control sample lot 455 699 00. Specified target range 2.6-3.2 inr (±11.5% around the lot-specific target value of the complained test strip lot/control lot combination). Test 1: 2.9 inr, test 2: 2.9 inr, test 3: 2.9 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Routine retention testing was performed. Test strip retention samples passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." This event occurred in (B)(6). Occupation was lay user/patient. Unique identifier (UDI) # (B)(4). Phone was provided as (B)(6).

Event description:
There was an allegation of a questionable result from coaguchek inrange meter serial number (B)(4). At 9.30, the result from the meter was 2.3 inr. At 9:36, the laboratory result using an unknown reagent was 1.85 inr. The therapeutic range was 2.0 and 2.5 inr and the patient tests weekly.